Event description:
The initial attorney report alleged pain and severe injuries after the implant of a composix kugel mesh. The following is based on the medical records provided by the patient's attorney: (B)(6) 2006 - patient underwent repair of ventral hernia with composix kugel on left side of abdomen. A hernia defect was noted on the right side and was repaired with sutures.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient has undergone several abdominal and bowel repairs due to a gunshot wound in 1988. The medical records also note the patient underwent multiple hernia repairs previously. The medical records do not identify a device failure of the composix kugel and it appears the mesh remains implanted. A lot number was not provided, therefore, a manufacturing review is not possible. With the currently available information, no conclusion can be drawn.